Manufacturer narrative:
(B)(4). Damaged lifter and damaged precock mechanism. The analysis results showed that device (a) was returned with the precock mechanism damaged. During the analysis the staples would not feed, therefore the device could not be functionally tested. The device was disassembled to verify the integrity of the internal components; the precock spring, precock ribs and lifter were found damaged. It is possible that the tip of the device was constrained during the procedure in a manner as to prohibit the natural movement of the lifter, resulting in the driver to dig and break the lifter. While no conclusion could be reached as to how the precock mechanism became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The analysis results showed that device (b) was returned with the precock mechanism damaged. During the analysis the staples would not feed, therefore the device could not be functionally tested. The device was disassembled to verify the integrity of the internal components; the precock ribs and lifter were found damaged. It is possible that the tip of the device was constrained during the procedure in a manner as to prohibit the natural movement of the lifter, resulting in the driver to dig and break the lifter. While no conclusion could be reached as to how the precock mechanism became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the first device could not fire staples at the second firing, then the surgeon used the second device, but no staples came out at the first firing. Another device was used to complete the procedure. There were no adverse consequences for the patient.